Event description:
It was reported that during the implant procedure, the lead exhibited unacceptable capture thresholds at multiple sites. The lead was not used and a new lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.